Event description:
It was reported that the right ventricular lead's impedance is slowly rising and trending up. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5592, implantable pacing lead: (B)(6) 2001. (B)(4).